Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to panic attack and experienced high blood glucose. The customer's blood glucose was 320 mg/dl at the time of the incident. The customer's blood glucose was 185 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump and insulin pen. The customer stated that the cannula was not sticking on her body. The customer performed hp test and the insulin pump passed. The insulin pump will not be returned for analysis.